Manufacturer narrative:
One screw of this part and lot was reported. Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report two of two for the same event, reference 1032347-2016-00482.

Event description:
It was reported four screws were spinning around during plating procedure. Another screw was used to complete the procedure, however it was inserted in a different location. There was no surgical delay or patient injury reported.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection of the screw using a digital microscope revealed moderate signs of use. The tip of the screw appears to be dulled from use and much of the anodization has been worn off. Visual inspection of the head of the screw revealed that a blade was inserted and the cross threads have been slightly damaged. The screw was functionally tested. The functional testing revealed the screw maintained retention, but it could not support the weight of the driver. The screw was not easily inserted; therefore the complaint is confirmed. The most-likely cause was determined to be excessive force applied at an improper angle during the insertion process that caused damage to the tip, potentially in conjunction with dense patient bone. According to the evaluation, there are no indications of manufacturing defects. Based on the evaluation, the following were updated: date received by MFR ,if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. This is report two of two for the same event. Report one of two is reported on MFR #1032347-2016-00482.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event. Report one of two is reported on MFR #1032347-2016-00482.

Manufacturer narrative:
It was discovered that the first product evaluation conducted on this complaint was performed on parts for another complaint. A new pce was opened for the correct parts for this complaint. The products were returned for evaluation. The product identity has been confirmed in the evaluation. The screws were visually evaluated with a digital microscope. From the tip view, each of the screws appears to be sharp with minor signs of the green anodization wearing off indicative of use. The side view shows sharp threads on each screw with some white residue also indicative of use. Finally, the view of the head of each screw shows some wear on the green anodization indicating the screws maintained good retention. The screws were each functionally tested and were found to have maintained good retention, and could support the weight of the driver. All four of the screws functioned as intended; therefore the complaint is not confirmed. The most likely underlying cause of the complaint was determined to be use at an improper angle during the insertion process, potentially in conjunction with dense patient bone. According to the evaluation, there are no indications of manufacturing defects. This is report two of two for the same event. Report one of two is reported on MFR #1032347-2016-00482-3.